Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1x5gh, product type: lead; product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator; product ID: 3889-28, lot#: va1x4x1, product type: lead; product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4); product ID: 3058, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-dec-2022, UDI#: (B)(4); product ID: 3058, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient mentioned they had to have their implants replaced early due to having a lead break. Patient services documented reported event. No further action was taken. No further complications were reported at this time.